Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07305. It was reported that the patient experienced ineffective therapy/unable to achieve desired therapy strength due to high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The reported event of ineffective therapy was confirmed. As received, the octrode lead b had all its internal wires broken, that would cause impedance issues that will results in ineffective therapy and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.